Event description:
Paramedics attended to a person diagnosed in cardiac arrest. A 3-lead pt cable was attached to the pt for ECG monitoring. While the pt was being moved from a couch to the stretcher, the pt cable caught on something and the white electrode connector (right arm) separated from the lead wire. Standard external paddles were subsequently used to monitor the pt's ECG until the ambulance met up with a second ambulance crew who provided a backup pt cable. A total of three shocks were administered to the pt. The pt was not resuscitated. The reporter indicated there was no compromise to pt care as a result of the alleged malfunction. This opinion was based on the immediate availability and use of paddles lead ECG monitoring.